Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported that the pudenz peritoneal catheter was used on a one year old male patient as a ventriculoperitoneal shunt but it seemed to be occluded. The patient's underlying medical condition was congenital hydrocephalus. The product was implanted on (B)(6) 2013. The product was explanted on (B)(6) 2013 but it was not revised with a new one. There was no harm to patient. Patient outcome was reported as no change.